Manufacturer narrative:
Pharmacovigilance comment: (B)(6) 2013. Skin swelling assessed as serious and possibly related.

Event description:
This is a spontaneous case was received on (B)(6) 2013 from an advanced nurse practitioner and concerns a (B)(6) female patient. The patient's medical history and concomitant medications were not reported. On (B)(6) 2009, the patient started treatment with sculptra (poly-l-lactic acid) for an unknown indication. The batch number used was not reported. On (B)(6) 2013, the patient's experienced dermal swelling "discoid" in palpability to bilateral cheeks. On (B)(6) 2009 the patient was treated with sculptra again. The batch number used was not reported. The outcome of the event was ongoing. The nurse did not provide a causality assessment.